Manufacturer narrative:
(B)(4): the device was returned to baxter and an evaluation was completed to investigate the reported event. A review of the event history log identified the reported issue. A returned instrument testing evaluation (rite) was performed and the device was determined to meet functional and electrical performance specification requirements. External and internal visual inspections were performed with no abnormalities noted. The pneumatic system was tested and a simulated therapy was completed with no issues noted. The cause of the reported event was an inappropriate bypass of the drain, not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred during drain four of eight on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the therapy log. The cycle four ultrafiltration volume equaled 2196ml with a largest prescribed fill volume of 2000 ml. The tsr arranged for the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.